Event description:
A system operator reports one custom hyperopic patient that is over corrected in the left eye following refractive surgery. At 1.5 months post-op, the mrse (manifest refraction spherical equivalent) was -2.50 diopters. The planned outcome for the left eye was plano.

Manufacturer narrative:
A device database performance analysis was conducted for this system and indicated the laser performance factors analyzed were operating within specification during this patient's surgery.